Event description:
It was reported that the customer was hospitalized due to due to diabetes ketoacidosis and high blood glucose of 563mg/dl. The customer experienced body aches and vomiting. Troubleshooting was performed. The time, date, and bolus wizard were correct. The caller stated that the drive support cap did not have any damage. The high pressure test was performed and passed. Advised the doctor that the insulin pump is functioning as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.